Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was moved superficially. The patient was reportedly doing well postoperatively.